Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg result for a female patient who is being followed for a miscarriage. The customer noticed that the result did not match the patient¿s history and reran the same sample. The repeated results were negative. The customer notified the physician and the result was corrected. To ensure the correct result for the patient, the physician ordered an ultrasound and another blood draw. The customer stated the patient has not had the ultrasound. The patient¿s new blood sample generated a negative result. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 127.33 miu/ml (positive). Repeat results = 2.93 miu/ml (negative) and 3.10 miu/ml (negative). (B)(6) 2023 (new blood draw) result = < 3 miu/ml (negative). Patient¿s previous result ( (B)(6) 2023) = 50.0 miu/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total -hcg result included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 55143ud00 and the complaint issue. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value (for the negative population) for the complaint lot is within the established limits. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent lot 55143ud00.

Event description:
The customer observed false positive alinity I total b-hcg result for a female patient who is being followed for a miscarriage. The customer noticed that the result did not match the patient¿s history and reran the same sample. The repeated results were negative. The customer notified the physician and the result was corrected. To ensure the correct result for the patient, the physician ordered an ultrasound and another blood draw. The customer stated the patient has not had the ultrasound. The patient¿s new blood sample generated a negative result. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 127.33 miu/ml (positive). Repeat results = 2.93 miu/ml (negative) and 3.10 miu/ml (negative). (B)(6) 2023 (new blood draw) result = < 3 miu/ml (negative) patient¿s previous result ((B)(6) 2023) = 50.0 miu/ml (positive) no impact to patient management was reported.